Event description:
Same case as MDR ID 2134265-2013-00951, 2134265-2013-00953. It was reported that during an intravascular ultrasound (ivus) procedure, an error occurred with pullback assembly. The physician placed an atlantis sr pro diagnostic catheter in the lesion and attempted pullback; however, an error occurred with pullback assembly and pullback failure was then noted. The physician did a second pullback and it functioned well. Manual pullback was not attempted. The procedure was completed with this device. No patient complications were reported and the patient's condition was ok.

Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).